Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported (B)(6) 2001, the patient underwent a surgery via tha on the right side. On (B)(6) 2024, the revision surgery was performed due to chronic infection. Only the femoral sleeve was preserved, and all other implants were removed, and a cement spacer was installed. A two-stage operation (replacement) is scheduled.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that about 20 years ago, the patient underwent a surgery via tha on the right side at another hospital (name removed). On (B)(6) 2024, the patient will undergo a revision surgery. The patient has chronic infection. In the revision surgery, all the implants will be removed, and a cement spacer will be installed. Srom implants seems to have been used in the initial tha surgery, but details of cup, etc. Are unknown. No further information is available. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed nothing indicative of a device nonconformance. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the cancellous bone screw 6.5x25mm would have not contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.